Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried body fluid in the lead lumen which prevented guidewire insertion. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reveal any abnormalities which may have contributed to the reported dislodgement.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted and replaced due to dislodgement. It was reported that the suture sleeve was not sutured in. The lead was returned for analysis. No other adverse patient effects were reported.